Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized getting a blood transfusion after having a baby. The customer's current blood glucose was 115 mg/dl. The customer states she is having critical pump error on her pump . Troubleshooting was performed for critical pump error and they received a critical pump error image on the pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received stuck in critical pump error and unable to download. Problem isolated to electrical board. We were unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump errors. The device was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.